Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the customer's insulin pump's down arrow button was stuck and often did not work. The customer¿s blood glucose level was unknown. Customer's father declined troubleshooting. The device will not be returned for analysis.